Manufacturer narrative:
The reported complaint of the autopulse nxt platform (sn (B)(6)) not working with "loose parts" inside was confirmed during initial functional testing and visual inspection. The initial functional testing could not be performed due to a flashing yellow warning light upon powering the device. A visual inspection revealed the bottom enclosure has multiple cracks in the screw well area, and the removal of the bottom cover revealed multiple broken and cracked bosses of the top enclosure, along with a dented mark in the outer area of the battery compartment. Multiple shattered pieces from the damaged cover were found inside the device, confirming the reported complaint. The physical damages observed are indicative of a harsh impact likely resulting from user mishandling. Archive data is currently under review and pending further action. A follow-up report will be filed when the investigation has been completed.

Event description:
During the shift check, the autopulse nxt platform (sn (B)(6)) was reported as not working with "loose parts" inside of the device. According to the reporter, stress cracks have been observed around the vents near the handles and the battery bay. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Manufacturer narrative:
The archive data indicated fault 1072 (fault_motor_stalled_runni) and the functional testing revealed that the spools were not at home position. The spools were adjusted back to the home position to address the issue. The autopulse platform will not be repaired due to sustained damage. The customer will receive a replacement. The autopulse nxt platform (sn (B)(6) will be scrapped by zoll. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).